Event description:
The surgeon implanted a silicone lens with no clinically significant pt event. Eighteeen days post iol implantation (03/2004) a yag capsulotomy was performed and pt started to notice diplopia. It is unknown if the device caused or contributed to this event.